Manufacturer narrative:
Company rep evaluated the unit and verified the reported problem. Unit was replaced.

Event description:
Customer reported an issue with the patientnet central station's telepack, which may have affected ECG monitoring. No pt injury was reported.